Event description:
It was reported that this right ventricular (rv) lead recently exhibited an increase in the shock impedance measurements from 100 ohms to 160 ohms. Additionally, the rv lead pacing threshold measurements had also increased. The patient noted feelings of pain upon pacing delivery. The physician suspected that the rv lead conductor had fractured, resulting in the rise of the impedance and threshold measurements. The patient is expected to be evaluated in-clinic, but this has not yet occurred. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead recently exhibited an increase in the shock impedance measurements from 100 ohms to 160 ohms. Additionally, the rv lead pacing threshold measurements had also increased. The patient noted feelings of pain upon pacing delivery. The physician suspected that the rv lead conductor had fractured, resulting in the rise of the impedance and threshold measurements. Recently, it was indicated that this lead was surgically replaced, but no further details are available. This rv lead is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide additional information in sections b5 (event description) and h6 (impact codes).